Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned for inspection and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that a plastic piece stuck in the auxiliary water inlet of the colonovideoscope. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.